Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer experienced high blood glucose levels ranging from 300 to 415 mg/dl. Customer also stated blood glucose level of 72 mg/dl. Customer treated the high blood glucose level with manual injection. The customer did not provide details on symptoms related to the high blood glucose levels. The customer reported that the infusion set insertion site was bleeding. The customer stated that they did not take any medical assistance for the issue. The customer stated that they did not have a backup plan. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.